Event description:
It was reported that during implant the device was interrogated and programmed. During a cap reform, an ipad was placed near the device and telemetry was lost. The device could not be interrogated after that. The device was still in the box. The physician requested a new device and the procedure was completed successfully.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt, due to a depleted battery. The device was tested on the bench and high current draw was observed. Arc, crack, and delamination damage were found on the substrate. It is believed that the arc damaged the low supplied voltages and caused excessive current drain. The root cause of the arc was undetermined.